Event description:
On (B)(6) 2011, customer reported that the dxc 600 pro instrument was leaking on the modular chemistry (mc) side. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer by phone on (B)(6) 2011. Fse troubleshot the issue with the customer and it was discovered that tube #18 was popping off the electrolyte injection cup assembly. Customer stated they would use another instrument until the fse could evaluate the instrument in question. Fse examined the instrument on (B)(6) 2011 and noted that the leak was caused by a 3-way valve failure. Fse replaced the valve and calibrated the ion selective electrode. Quality control was tested and passed. No further issues have been reported.

Manufacturer narrative:
(B)(4).